Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013 due to having seizures and falling. It was unknown how many seizures or falls there were, or when the events first occurred. The patient is on multiple medications including dilantin and the physician stated that the patient's dilantin level is 30, which is toxic. The falls were attributed to dilantin by the physician. The patient's programming history was unknown as the patient is not followed by the reporting physician. The physician later reported that the patient was in the emergency room on (B)(6) 2013; however, the physician did not provide details on what happened. The physician stated that he planned to refer the patient to an epileptologist for a consult. The patient's current vns settings were provided. A battery life calculation estimates that the device is past end of service.

Event description:
It was reported that the patient had a prophylactic battery replacement on (B)(6) 2013. Pre-op diagnostics of the generator showed the device was within normal limits. Diagnostics of the newly implanted device similarly showed the new device was within normal limits. Attempts were made for the product return; however, the explanted device has not been returned to date. No additional information has been provided.